Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn3997 showed no other similar product complaint(s) from this lot number. The complaints for this lot number (regn3997) have been reported from the same facility.

Event description:
It was reported by the customer "when flushing y port stopper seemed to be bulging off/leaking." No other information was provided.